Event description:
It was reported she changed the battery on the insulin pump and the display did not return. Customer changed the battery cap and display did not come back on. Customer stated her spouse looked at the device and stated that a piece was missing inside. Customer's blood glucose was unknown. Customer stated the device had cracks where the battery cap screws in. Customer stated she thinks damage occurred through normal wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Insulin pump received with broken battery cap, minor scratches on lcd window and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.